Event description:
It was reported that (1) lcs15 was used during a laparoscopic sigmoid procedure. It was reported by the rep that the jaws of device would not open after being use for a period of time in case. The case was completed by opening a new jaw cover and replacing the broken one. There was no consequence to pt.